Event description:
The patient's right arterial line tubing became disconnected at the hub when the tubing broke into pieces. This is not a normal area for the tubing to disconnect.what was the original intended procedure?aline monitoring.